Event description:
It was reported that the patient presented remotely via merlin.net transmission. The right ventricular high voltage lead impedance was noted to be less than the lower limit. All other electrical parameters were stable and in-range and there was no noise observed. Programming changes were made to resolve the issue on (B)(6) 2017. Patient did not have any symptoms.